Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported discrepancy between sensor glucose value and blood glucose value and experienced hypoglycemia. Customer reported sensor glucose value was 400 mg/dl and blood glucose value was 77 mg/dl. Customer reported sensor glucose value was 265 mg/dl and blood glucose value was 86 mg/dl. The customer reported that the value difference was not within target range. The hypoglycemia was treated with glucose tablet. The event involved product model. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the incident. No further patient complications were reported. No product return was required for mmt-399a,mmt-332a,mmt-1884. Unk_sensor, mmt-7040b were requested and customer response was the device will be returned. The customer will discontinue the use of the devices.

Manufacturer narrative:
Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and none was found then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensors glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damage, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.